Manufacturer narrative:
Concomitant medical product: product ID: (B)(6) ,lead implanted: (B)(6) 2001.

Event description:
It was reported that the right ventricular (rv) lead had low impedance and noise due to insulation damage. The lead was partially removed and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.